Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. Despite numerous attempts to contact the hospital biomed department, no response has been received. No further information is available as to root cause. It is known, however, that the hospital is using non-ge battery cables.

Event description:
The hospital reported the unit did not switch to battery backup during a power outage. There was no report of patient involvement.